Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that an alert was triggered due to out of range pacing impedances on the right ventricular lead. Additional information received noted that this patient had died. There was no allegations when it comes to the device or right ventricular lead. The system was buried with the patient.